Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, air leaked. When a forceps was removed, a big 'boo' sound was heard and the doctor had to stop what he was doing. It seemed that the valve kept opening. Another device was used to complete the case. There were no adverse consequences for the patient. The customer disposed of the device.